Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine assay and 1 patient sample tested with calcium assay on a cobas 8000 cobas c 701 module. Sample 1: creatinine: initial result: 15 mg/dl. A new sample was drawn and tested, resulting in a value of 2 mg/dl, prompting the repeat of the original sample. Repeat result: 2 mg/dl. Sample 2: calcium: initial result: 71 mg/dl. The customer questioned the initial result being "pathological", and repeated the sample. Repeat result: 96 mg/dl. The repeat results were deemed to be correct.

Manufacturer narrative:
The creatinine and calcium reagents' lot numbers and expiration dates were not provided. The qc was acceptable. Reagent issues were excluded since no further issues were reported, and correct reruns were performed with the same reagents. The field service engineer (fse) observed poor aspiration at the rinsing station, potentially leading to an overflow. He corrected the aspiration at the rinsing station. He then performed preventive maintenance, including decontamination of the fluidics, replacing the gear pump head and its bypass valve. The service actions performed by the fse resolved the issue.